Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes sudden prem ature eol.~~~~

Manufacturer narrative:
H6 - final analysis found the device to be in eol mode due to a high current drain that depleted the battery. The high current drain was caused by a discrepant integrated circuit.